Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented with an alert, high, out of range hv lead impedance for the svc-can and rv-can vectors was observed. The high measurements were not able to be reproduced with pocket manipulation and isometrics. No action was performed. The patient will continue to be monitored.